Event description:
It was reported that during the programming of 2.3ml of lipids to be delivered at 0.1ml/hr the clinician inadvertently selected a 1ml syringe during programming instead of a 3ml syringe resulting in the lipids being infused at 0.33ml/hr. There was patient involvement however no patient harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that during the guardrails programming of 2.3ml of lipids the clinician inadvertently selected a 1ml syringe during programming instead of the 3ml syringe. As a result the lipids infused at 0.33ml/hr instead of the ordered rate of 0.1ml/hr. The actual volume infused was 3 ml over approximately nine (9) hours. There was patient involvement however no patient harm.